Event description:
It was reported that, "two aides were transferring this patient, one was maneuvering the life and the second was pushed in the patient at her knee. When the sling came unhooked from the lifter at the patient knee, patient fell on the floor striking her head. After the incident they inspected the lift, the only thing they noticed was that one hook was on the sling in the opposite direction of the others, and that one of the s-hooks (on this lifter) was spread open more than usual at the time of the incident and that it was sent to the maintenance department where they readjusted the hook and the chains. When found this out, sent it back to the maintenance.